Event description:
It was reported that right ventricular (rv) lead exhibited steadily inclining lead impedance and capture threshold. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2024. The patient is in stable condition.